Manufacturer narrative:
(B)(4).

Event description:
It was reported that sensing was observed on the discrimination channel during the patient exercise session. Review of the merlin.net transmission revealed t-wave oversensing on the discrimination channel and myopotential oversensing. Programming changes were recommended. No further information is available.